Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a suture break occurred. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the device was returned fully deployed. Both cuffs had been captured and were attached to the needle tips. The rail suture had been cut distal of the link. Approximately 2 cm of the rail suture was attached to the posterior needle tip. The cut portion of the suture approximately 19 inches was not returned. Based on the investigation findings, the reported suture break could not be confirmed. There was no manufacturing or quality inspection issue detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a suture break occurred after the needle plunger was retracted. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. No additional information was provided.